Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking. - 1 event had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 2 previously reported events are included in this follow-up record. Product return status 1 device was not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking. 1 event had the problem identified before clinical use/exposure; there was no patient involvement. 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 2 previously reported events are included in this follow-up record. Product return status: 2 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking. Event had no patient involvement, no patient impact. 1 event had insufficient information received.